Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection. The patient was treated with IV antibiotics and had the system explanted.